Event description:
The doctor reports that the implant and mount fell off and became detached from the driver during the procedure, causing it to fall to the floor. The procedure was completed with no negative impact on the patient¿s health.

Manufacturer narrative:
Zimvie complaint number (B)(4). D1: brand name: unknown / provided. D4: additional device information: unknown / not provided. G4: premarket identification PMA/510(k) #: unknown / not provided. H4: device manufacturer date: unknown / not provided. Since the lot number and device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which indicated that the device may have caused or contributed to the event, an additional report would be submitted.